Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant product: compr nano hmrl pps 36 mm, us-115736 lot #402830. Versa-dial 42x21x43 hum head, catalog #113034 lot #212290. Sm hybrid glenoid base 4 mm, catalog #113952 lot #817120. Pt hybrid glen post regenerex, catalog #pt-113950, lot #989790. Reported event was confirmed by review of x-rays provided. X-ray reviewer stated "reported event of "dislocation/subluxation" is confirmed. Anterior subluxation of the humeral component is demonstrated, which may be associated with subscapularis rupture or anterior deltoid dysfunction. Device components appear intact. Radiolucent line at the glenoid screw bone interface may indicate glenoid component loosening if new or progressive. A bone spur is present at the inferior glenoid rim." Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This report is number 1 of 4 mdrs filed for the same patient (reference 0001825034-2017-00211/00212/00213/00214).

Event description:
Patient underwent an initial shoulder arthroplasty, and subsequently noted pain beginning approximately three months post-operatively and continuing at twelve month post-operative follow-up. The patient additionally reported a lack of range of motion approximately three months post-operatively. Subsequently, patient reported subluxation and instability related to connective tissue laxity in the operative shoulder approximately twelve months post-operatively. A nerve deficit was also noted at twelve month follow-up, however reportedly resolved.